Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Reported via a legal notification. A party stated that she underwent multiple recurring surgeries (approximately 23) for unknown reasons and received (B)(4) unknown implant devices between 2019 and (B)(6) 2022. Party further stated that these procedures led to a bone infection, and subsequently to a leg amputation. Party stated that having so many procedures has made it difficult to identify the parts used. Unable to locate information in the company database for patient and was unable to confirm any patient with the alleged number of revisions. Unable to determine/verify joint affected, operative side, or products with information provided. Information regarding the nature of the alleged surgeries, devices involved, or if there was an alleged device failure was not provided. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: e1, g2, h3 and h6 - (component code). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.